Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 415mg/dl; treated with a bolus. Customer decline troubleshooting due to knowing it will be resolved with a set change. The device will not be returning for analysis.